Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 164.95 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital last night due to withdrawal symptoms. The pump logs were checked and no abnormalities were noted. No further complications have been reported as a result of this event. Additional information as received from the consumer via the device manufacturer indicated that the patient experienced tingling under the skin, skin redness, and increase spasticity. The patient was in the hospital and provided oral baclofen. A dye study was performed and dye collected in lower abdominal area. A catheter revision was planned. The issue was unresolved at the time of this report. No further complications have been report.